Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover was burned. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the burned distal end cover was use of a high-frequency instrument without sufficient distance from the tip. The foreign material in the scope can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced hemostatic agent entered the air/water supply line and became adhered during a therapeutic esd procedure. A backup device was used to complete the procedure. There were no reports of patient harm.